Event description:
It was reported the pt was implanted with 5-6-5 lead in the t9 area. The following day, a possible hematoma was reported. The pt also experience loss of sensation in leg. The lead and extension were removed. The ins remains implanted and plugged. Hcp would like to perform MRI, but the manufacturer does not recommend with the device still implanted. No outcome was reported. Additional information has been requested from hcp, but was not available on the date of this report.